Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported via medwatch "ultrasound guidance was used to identify vein. Dynamic, real-time imaging of vessel cannulation performed. Sterile gel and probe cover used in ultrasound-guided central venous catheter insertion. Chloraprep antiseptic used during central venous catheter insertion. Skin prep agent completely dried prior to procedure. Hand hygiene performed prior to central venous. Cap, mask, sterile gown, sterile gloves and sterile drape used. Left basilic vein was located using ultrasound, needle was placed with blood return, guidewire was advanced 5-10 cm until there was resistance and so advancement was stopped and guidewire was pulled back along with the needle 2-3 cm until resistance was met and stopped. Attempted to remove needle and guidewire together but was unable to do so. Needle was easily removed over the guidewire. Procedure was aborted. With the guidewire remaining in place, pressure was applied to the site with minimal bleeding. Lidocaine was administered at site and patient was given IV morphine for pain control. Surgeons were notified, doctors all responded to bedside to evaluate patient. X-ray was completed. Decision was made to take patient to operating room for foreign body removal. Mom and patient were updated and all questions were answered." "PICC placement was consulted for patient who required long term IV antibiotics."